Event description:
On (B)(6) 2011 patient stated she experienced problems with her heart slowing down when the change out to this device was done. Date of implant was (B)(6) 2011. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).